Event description:
It was reported that a revision surgery was performed on left hip due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis. During the revision surgery the bhr head was removed. It was also noted that a competitor¿s femoral stem, femoral head and dual mobility liner (which were all stryker products) were implanted at the time of revision, alongside the remaining bhr cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had pain. During the revision significant reaction to the metal with discoloration, hypertrophy and necrosis of the synovial lining was noted. As there was no visual damage to the cup and it was well fixed, it was left in-vivo. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique or other findings that could explain or have contributed to the reasons for the revision. It was also noted that use of a competitor¿s stem, mdm head and liner (stryker), these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.